Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with inappropriate hv shocks for lead noise. The patient was experiencing pain from shocks. The condition of the patient was stable in ER. An increase in pacing lead impedance was also noted. Lead was explanted and replaced successfully. Patient was stable after the procedure and will be monitored with routine follow-up.